Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that after implant, the patient was found to be in atrial fibrillation (af). It was then discovered this right atrial (ra) lead had dislodged. An invasive procedure was performed to reposition the lead. Three attempts to reposition the lead however it would dislodge. The physician removed the lead and the atrial port was plugged. The patient will undergo an av node ablation. No additional adverse patient effects were reported.